Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was refurbished and as per device inspection result after refurbishment, the quality of the subject device was satisfactory. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely the device was manipulated by the user resulting in an application of excessive force to the bending section leading to damage of the bending tube and protrusion from the a-rubber. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported that the uretero-reno videoscope has a kinked and cut bending section cover. The event occurred during reprocessing and there was no patient involvement, no harm or user injury reported due to the event. During a standard service inspection of the customer returned device, punctured bending section cover was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, broken bending section skeleton puncturing the bending section cover causing a leak was observed. The broken bending section was due to excessive force applied. In addition, the forceps and brush passage were restricted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.